Manufacturer narrative:
The initial MDR 2432235-2015-00321 was filed on july 10, 2015.supplemental MDR 2432235-2015-00321 was filed on august 25, 2015.(additional information 09/09/2015): a siemens headquarter support center (hsc) specialist evaluated the instrument data.hsc concluded the cause of the event was hardware malfunctions with the aspirate and wash of samples and system contamination. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was auto-repeated on the same instrument, resulting lower. The sample was then tested five times on the same instrument, resulting lower than the initial result. The sample was repeated on an alternate advia centaur instrument, matching the lower results obtained on the original instrument. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse carried out troubleshooting and ran diagnostic testing. Patient samples and quality controls were tested, resulting in fliers. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2015-00321 was filed on (B)(6) 2015. (Additional information (B)(6) 2015) a siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced all aspirate probes and pinch valves. Background tests were run, resulting as expected. Precision testing was run, resulting as expected. A field applications specialist (fas) was at the customer site. After sampling water from the system, the fas found growth in the system, and decontamination was performed. No further issues were reported after decontamination was performed. The cause of the discordant, falsely elevated tni-ultra result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.